Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. During evaluation, it was noted that the adapter was unable to recognize the presence of an attached reload and the switch had three cracked solder joints. The switch was bowed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly / component error was identified during product analysis. Inconsistent reload recognition can be caused by a malfunctioning switch. A malfunctioning switch can result from bowing or compromised solder joints. This condition can result from the following: improper solder operation at the vendor location; improper assembly of the sealed switch to the mma board at the vendor location; improper soldering during assembly. The root cause of the observed cracked solder joint and bowed switch conditions were determined to be a result of manufacturing activities and process improvements have been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to customer the adapter did not detect the charges. No patient present. The device was sterilized.